Event description:
It was reported that during a drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a 90% stenosed calcified, severely tortuous, pre-dilated distal rca (right coronary artery). The physician pre-dilated and attempted to cross the lesion with a taxus express2 2.50x16mm drug eluting stent. The stent was unable to cross the proximal portion of the lesion. When the stent delivery system was removed from the patient, the physician noted the distal edge of the stent was "lifted up slightly". There were no reported patient injuries or complications noted. The patient condition was noted as "good".

Manufacturer narrative:
No unit has been returned for review and therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is that of operational context.